Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. There was no reported patient injury.

Manufacturer narrative:
Exact source of the leak could not be determined, however, it was outside of the anesthesia machine. Once the patient circuit was checked, the leak disappeared.